Event description:
During a remote follow-up, high pacing impedance, high capture threshold, and r-wave amplitude variation were noted on the right ventricular lead. Technical support was contacted, however, no intervention was performed. The patient was stable and will continue to be monitored.